Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a proximal extension on (B)(6) 2014. A follow up on (B)(6) 2016 showed a decrease in overlap between the main body and the proximal extension. The physician is planning to reline the implanted devices. A secondary intervention has not occurred and there are no reports of a secondary intervention being scheduled. An additional adverse event for this patient has not been reported at this time.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a stent migration and a decrease in overlap between the main body and the proximal extension. There was also evidence to support the following observations; cuff dilation of 39% and a type 3b endoleak. The clinical evaluation additionally found the following potential contributing factors to the reported event; patient anatomy, decreased overlap of the implanted components, and the type 3b endoleak. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Event description:
Additional information received, the patient had a secondary intervention on (B)(6) 2017. The physician elected to implant a non-endologix stent to resolve the issue. The patient is reported to be doing well.